Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during normothermia therapy, the arcicsun device was reading 35-36c and was reading 38c on the cardiac monitor, with the water temperature at 25-36c. The nurse stated that the patient felt warmer then what the arcticsun device was displaying. Per troubleshooting, the nurse reset the temperature cable into the back of the machine. The temperature read 38c briefly then dropped down to 33c. The nurse stated that the device would be exchanged for another one.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings ¿ do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. ¿ do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. ¿ when using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. ¿ do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. ¿ the arctic sun® temperature management system is not intended for use in the operating room environment."

Event description:
It was reported that during normothermia therapy, the arcicsun device was reading 35-36c and was reading 38c on the cardiac monitor, with the water temperature at 25-36c. The nurse stated that the patient felt warmer then what the arcticsun device was displaying. Per troubleshooting, the nurse reset the temperature cable into the back of the machine. The temperature read 38c briefly then dropped down to 33c. The nurse stated that the device would be exchanged for another one.